Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic laparoscopic treatment of a left recurrent inguimal hernia. It was reported that after implant, the patient experienced chronic pain, recurrence, infection, and dense fibroconnective tissue with mild perivascular chronic inflammation and polarizable foreign material with associated lymphohistiocytic inflammation, and infected sinus tract. Post-operative patient treatment included removal surgery.

Manufacturer narrative:
Additional information: patient identifier, (weight in lbs), ethnicity, description of event or problem, test/laboratory data, other relevant history, explant date, medical products & therapy dates, premarket identification, adverse event problem. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic laparoscopic treatment of a left recurrent inguimal hernia. It was reported that after implant, the patient experienced recurrence, infection, and dense fibroconnective tissue with mild perivascular chronic inflammation and polarizable foreign material with associated lymphohistiocytic inflammation, pain, mental pain, disability, impairment, loss of enjoyment of life, defective mesh, and infected sinus tract. Post-operative patient treatment included removal surgery and hernia repair with new mesh.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic laparoscopic treatment of a left recurrent inguimal hernia. It was reported that after implant, the patient experienced recurrence, infection, dense fibroconnective tissue with mild perivascular chronic inflammation and polarizable foreign material with associated lymphohistiocytic inflammation, pain, mental pain, disability, impairment, loss of enjoyment of life, defective mesh, small bowel obstruction, drainage, abscess, infected sinus tract, ascites, epidermal ulceration, dermal fibrosis, labs abnormal for wbc; platelets, foreign body cell reaction,fistulized dermal abscess, abdominal pain, redness, heat and swelling around navel, shortness of breath, nausea, cellulitis, chronic left groin wound, pus, fistula, adhesions, scar tissue, fistulous tract, dehiscence of wound, seroma. Post-operative patient treatment included removal surgery, hernia repair with new mesh, incision and drainage, CT scan, pain medication, prescription ointment, exploration of left groin, wound vac placement, excision of left groin wound, debridement of skin/soft tissue, fistula excised, use of jp drain, lysis of adhesions, component separation, debridement of abscess, hospitalization, IV fluids, antibiotics.

Manufacturer narrative:
H6 (patient codes, ime e2402: labs abnormal for wbc; platelets, heat around navel) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, b7, g1(manufacturer name, first name, last name, street 1, city, region, postal code, email, phone), h4, h6(patient codes), additional codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic laparoscopic treatment of a left recurrent inguimal hernia. It was reported that after implant, the patient experienced recurrence, infection, and dense fibroconnective tissue with mild perivascular chronic inflammation and polarizable foreign material with associated lymphohistiocytic inflammation, pain, mental pain, disability, impairment, loss of enjoyment of life, defective mesh, small bowel obstruction, drainage, abscess, and infected sinus tract. Post-operative patient treatment included removal surgery, hernia repair with new mesh, incision and drainage, and CT scan. Relevant tests/lab data: (B)(6) 2018: CT scan showed to supraumbilical ventral wall hernias containing fat. (B)(6) 2018: pathology- sections demonstrate dense fibroconnective tissue with mild perivascular chronic inflammation and polarizable foreign material with associated lymphohistiocytic inflammation.

Manufacturer narrative:
Correction: b7 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced chronic pain and infection. Post-operative patient treatment included removal surgery.